Event description:
It was reported that during a shoulder cuff repair surgery the tip of the attachment fell off. After this failure has occurred, the saw blade could not be removed anymore. It was further reported that the small splits that hold the saw blade would not move when the button is pressed. Per complaint reporter, there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The manufacturer evaluation revealed a missing pin in the clamping system and a loose ring in the lid.